Event description:
It was reported that about 4 weeks ago patient suffered from meningitis on the non-implanted ear. Patient underwent a surgery on (B)(6) 2015 to treat the meningitis and to find out the source of infection. The source was found on the right ear side by a smear test in the middle ear. The implanted ear (left ear) was also investigated but no infection was found. Inner ear malformation is present on both sides, on the left ear the patient had gusher during implantation surgery. A medical and technical check-up was performed on (B)(6) 2015, the patient is doing well and there is no infection anymore. No change in the impedances result and hearing performance is noticed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusions: according to the received information, the patient is affected by bilateral inner ear malformation, which is a known predisposing factor for developing meningitis also in the absence of a cochlear implant. In the present case, the clinic found the source of infection in the contralateral middle ear and the device was reportedly not involved in the pathogenesis of meningitis. Further, a review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing. The patient recovered and the device remains implanted and in use. This is a final report.

Event description:
It was reported that the patient suffered from meningitis on the non-implanted ear. Patient underwent a surgery on (B)(6) 2015 to treat the meningitis and to find out the source of infection. The source was found on the non-implanted ear side by a smear test in the middle ear. The implanted ear (left ear) was also investigated but no infection was found. A medical and technical check-up was performed on (B)(6) 2015 stating that the patient is doing well and there is no infection anymore. No change in the impedances result and hearing performance is noticed.